Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The sutures were not returned. The anchor is broken and missing most of its threads. The insertion device has no visible defects. A functional evaluation of the device could not be performed due to the missing sutures and damaged anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength has been established. A material certificate of analysis (coa) is required for raw material. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (application of unintended inappropriate or excessive force or torsion to the device). Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, after the helicoil anchor was implanted, when the insert rod was withdrawn, the anchor directly pull out and the anchor also cracked. The procedure was completed using a back-up device. An additional bone hole was drilled, there was a void left in the patient. A 3.8mm drill was used first, followed by a 4.5mm starter instrument to prepare the insertion site. There was a delay less than 30 minutes and no further complications were reported. The status of the patient was good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).